Event description:
Unexpected product returned. Note attached to product "rn found patient lac PICC line leaking blood onto purple bed pad. After assessing, cap found to be leaking. Tpn running through this port. Fluids paused, ccn team at bedside. Port cap changed. Chest x-ray obtained to confirmed placement. Results showed in place PICC. No further issues. Cap in biohazard bag and given to clinical coordinator." No long term patient harm reported. Customer did not provide any additional event or patient information.

Manufacturer narrative:
(B)(4). The customer's report of the maxplus valve leaking was not confirmed. Visual inspection of the returned valve revealed no breaks or cracks and no issues were noted with the valve. Functional testing was performed and no leak was observed. Dimensional testing was performed and the valves were within specification. The root cause of the customer's report was not identified.